Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 83-year-old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive including power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. An internal inspection resulted in no findings. Based on log review and testing, there is no fault found with the device. The device works as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.